Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage lead was potentially fractured and exhibited noise, high / unstable impedance. The physician suggested the implant site "may have been bad." The lead was capped and remains in the patient. No patient complications have been reported as a result of this event.